Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached around 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being unsure if the cannula was properly seated while wearing it on the arm. For treatment, the patient changed out the pod for a new pod. The pod was leaking and was discarded.